Event description:
The device was to be used for erpd. When the physician attempted to load the positioning sleeve onto the stent, the flap of the stent was caught on the entrance of the sleeve, which prevented the positioning sleeve from loading onto the stent. The physician tried several times, but never succeeded, then the flap got separated from the stent body. Therefore, the device was replaced with another device of the same specifications and the procedure was completed with the replacement. There have been no adverse effects to the patient reported. Sales rep's comment: the physician is experienced in using the device (gepd stents). Additional information: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Main pancreatic duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* endoselector/ by boston. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Unknown. (If any damages were confirmed prior to use)was the package damaged? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was to be used for erpd. When the physician attempted to load the positioning sleeve onto the stent, the flap of the stent was caught on the entrance of the sleeve, which prevented the positioning sleeve from loading onto the stent. The physician tried several times, but never succeeded, then the flap got separated from the stent body. Therefore, the device was replaced with another device of the same specifications and the procedure was completed with the replacement. There have been no adverse effects to the patient reported. Sales rep's comment: the physician is experienced in using the device (gepd stents). Additional information: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Main pancreatic duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* endoselector/ by boston. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Unknown. (If any damages were confirmed prior to use)was the package damaged? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional information received 01-mar-22: could you please specify the wireguide size used the first device: 0.025inch (user error: incorrect size wireguide) lab evaluation (B)(6) 2022: stent examined and substantial damage observed at the flap. Stent was torn and crumbled on non-tapered end.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x gepd-10-9 of lot number c1805869 was returned to cirl for evaluation. Complaint closure due date and investigation due date were calculated as per cirl lab evaluation: the device involved in the complaint was evaluated in the laboratory on 11th march 2022. The stent had substantial damage observed at the flap. Stent was torn and crumbled on non-tapered end. 0.035 inch wire guide passed through the stent. Document review including IFU review: prior to distribution all gepd-10-9 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for gepd-10-9 of lot number c1805869 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1805869. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the user did not follow the instructions for use (ifu0055-4). Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory . A possible cause of this complaint may be attributed to user error of the incorrect sized wireguide (0.025") used with the device. This could potentially have caused or contributed to the damage that occurred on the stent. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.